Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. There was no allegation reported by the patient. There was no report of serious patient harm or injury. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be requested. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021.

Manufacturer narrative:
In previous report, the manufacturer reported information in box b and box h: type of reported complaint as product problem. After pms decision has been changed, it was determined that the customer reported as serious injury. The manufacturer previously reported incorrect information in previous report. The following correction has been updated in this report. In box a: patient identifier was corrected in box b: adverse event or product problem as both, outcomes to ae as other, event date and describe event or problem was corrected. The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging kidney cancer and kidney damage. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be requested. If any additional information is received, a supplemental report will be filed. In box h: type of reported complaint as serious injury is corrected. In box h6: patient outcome code grid and health impact code was corrected.